Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check and there was abnormal sound. The reported failure was confirmed during an on-site investigation by our field service engineer and the failure of the pre-use check was followed by the failure of the flow transducer. Further inspection showed that the air gas module was defective. The air gas module was replaced, the pre-use check passed and the ventilator is in working order. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The replaced gas module was not returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and there was abnormal sound. There was no patient involvement. Manufacturer's ref. #: (B)(4).